Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available, the exact cause for the reported event cannot be determined.

Event description:
It was reported that when the guidewire (subject device) was removed from the microcatheter, the hydrophilic coating had peeled. The physician replaced it with a new guidewire and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the guidewire(subject device) was removed from the microcatheter, the hydrophilic coating had peeled. The physician replaced it with a new guidewire and completed the procedure without clinical consequences to the patient.